Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred in the dialyzer. The estimated blood is unk. The machine did alarm appropriately. The pt did not experience any adverse effects or seek medical attention. The pt completed treatment on a different machine with a new set-up. The actual sample is not available for evaluation and no further info is currently available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The device was visually inspected both internally and externally and the inspection revealed a thin particulate with similar visual characteristics of a pe/pu silver, situation between the potting cut surface and the o-ring of the cavity ID end at approximately 320 degrees. There were no indications of external damage. The dialyzer was subjected to a laboratory external leak test where the sample was pressurized from 4-15 psi and the physical integrity of the dialyzer remained intact; no external leaks were observed possibly due to coagulated blood. The complaint was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.